Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient's device is out of warranty. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The transmitter is out of warranty. The warranty expired on (B)(4) 2014. The dexcom g4 platinum continuous glucose monitoring system user's guide states under the transmitter product specifications that the transmitter has a limited warranty of 6 months.